Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower drawer 3 was unable to open and could not be recovered. A field service engineer reseated, cleaned and applied black grease to all latches in the tower to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, tower drawer 3 containing all the patient-specific medications, including those the patient had brought from home, was unable to open and could not be recovered. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.